Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: it was reported that the patient presented with a longstanding history of low back pain and left sided symptoms. He had a pre-operative diagnosis of degenerative disc disease and stenosis l4-s1. The following procedures were performed: segmental instrumentation l4-5, l5-s1, anterior interbody instrumentation l4-5, anterior interbody instrumentation l5-s1, posterolateral fusion l4-l5, and nim neuromonitoring. Each of the disc spaces was packed with a combination of bone and pieces of the infuse sponge. After packing with bone and infuse, capstone grafts were placed at l4-l5 and subsequently at l5-s1. The facets on the right size were also packed with infuse. (B)(6) 2008: the patient had a pre-operative diagnosis of lumbar central and foraminal stenosis at l3-l4 bilaterally. The following procedures were performed-lumbar laminectomy, foraminotomy, facetectomy at l3-4 bilaterally. Each of the disc spaces was packed with a combination of bone and pieces of the infuse sponge. After packing with bone and infuse, capstone grafts were placed at l4-l5 and subsequently at l5-s1. The facets on the right size were also packed with infuse. It was reported that the patient's post-operative period was marked by the need for additional surgery, painful medical treatment, extreme pain, nerve damage, and exuberant ectopic bone formation.